Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no adverse impact to the customer¿s blood glucose level, as it remained within the range of 54 to 500 mg/dl. Technical support instructed the customer on troubleshooting steps and advised keeping the pump plugged into a power source to use the screen until a replacement pump arrives. The customer will use multiple daily injections as a backup therapy, and arrangements were made for the return of the problematic pump with a pre-paid label.